Manufacturer narrative:
Per the clinic, there was no infection (as previously reported). The internal device and abutment were both removed on (B)(6) 2021, due to skin overgrowth (previously reported). The patient was reimplanted with a new device at a new site. This report is submitted on september 24, 2021.

Manufacturer narrative:
This report is submitted on september 2, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth and an infection at the abutment site (treatment unknown). The abutment was removed on (B)(6) 2021. There are plans to implant the recipient at a new implant site.